Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported that the ventilator's touchscreen became unresponsive while in clinical use. There was no patient harm. The manufacturer's field service engineer provided remote support and advised the customer to replace the user interface which includes the touchscreen. The customer reported they have completed the replacement of the user interface and the issue has been resolved.

Manufacturer narrative:
G4: 06oct2020; b4: 08oct2020. The touchscreen was received for failure investigation and the customer complaint cannot be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.